Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.25x28mm stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube found broken hypotube 17.5cm distal to the distal end of the strain relief. Slight hypotube bending noted on both sides of break site and the black hypotube coating/sheathing was peeled back on both sides of the break site. Multiple hypotube kinks were also noted. Visual and tactile examination of the shat polymer extrusion found no issues. Visual and microscopic examination found no issue with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-may-2019. It was reported that shaft kink occurred. The 90% stenosed, 2.25x28mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.25x28mm promus element drug-eluting stent was advanced but it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed coating peeled and hypotube fractured.